Event description:
Ascension pip was implanted into this trauma patient's left ring pip joint in 2001. Three months post-op, device was removed due to "persistent dislocation/instability of joint," and the joint was fused. Aoi learned of the revision in 2002. From conversations with the surgeon, the distributor reports that there was no serious or permanent injury to the patient's health. Mutiple attempts have been made to get more information.